Manufacturer narrative:
Batch review performed on 31-may-2023. Lot 2243411: (B)(4) items manufactured and released on 12-jan-2023. Expiration date: 2027-12-15. No anomalies found related to the problem. To date, 13 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.